Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Review of manufacturing history record found 25 pieces of lot 3292mm were released for distribution on 3/13/2015 with no deviation or anomalies. Two-year complaint history review found 1 previous report of this nature for the reported lot. The driver appears to have experienced a shear ductile overload condition with the fracture sight being a plane that is perpendicular to the drivers' longitudinal axis. The actual cause for this failure is not known since the cause for the driver's deformation is not known. No corrective actions are being recommended at this time since the cause for the deformation is not known.

Event description:
During a procedure performed on (B)(6) 2017 the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening. The tip was stuck and remains in the lock-screw implanted in the patient.